Event description:
It was reported that the user experienced hyperglycemia while the pump was off during multiple dexcom g7 sensor changes and after a meal, then resumed pump use and used bg run mode once the cgm reconnected; the facility provided a corrective insulin injection and later confirmed stabilization. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included need for assistance from facility staff and temporary disruption to therapy. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms reported and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.